Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power cord. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system plug would arc when plugged in due to its short length. No pt injury was reported.